Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user lost hearing sensation abruptly 2 weeks prior. No trauma, swelling or redness around the implant site is reported. Reimplantation is scheduled.

Manufacturer narrative:
Damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The recipient lost hearing sensation with the device abruptly 2 weeks prior. No trauma, swelling or redness around the implant site was reported. Reimplantation took place.